Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 5076 implantable pacing lead x2 implanted: 2004-(B)(6). (B)(4).

Event description:
It was reported that the patient called to report having a ¿bump¿ in the diaphragm. The patient was informed the lead may be touching the phrenic nerve which might be causing the ¿bumps¿. The patient¿s clinic noted that a chest x-ray ordered showed "the lead was still in a good position." The clinic confirmed the left ventricular (lv) lead configuration was changed from lv tip - lv ring, to lv tip ¿ rv (right ventricular) ring. It was noted the patient still has some persisting phrenic stimulation. The lead remains in use. No patient complications have been reported as a result of this event.